Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer's blood glucose level. Customer technical support assisted in updating the pump time and advised the caller to monitor the issue, instructing them to follow up if the discrepancy recurs. Caller acknowledged and understood these instructions.